Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that half of the pump touch screen was black and customer was unable to access pump features. Reportedly, the issue blocked graphics and text. Customer's blood glucose was 181 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.